Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient found that insulin had leaked from the connector tubing of his cannula. Upon inspection, the connector needle was bent. He believes this is the cause of the leak. Patient discovered the leak due to blood glucose levels raising high over target range and his clothing was wet where the insulin had leaked. No adverse event alleged. Device not available for return.